Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. In submitting a single report on behalf of b. Braun (B)(4) (the MFR), and b. Braun (B)(4). This report has been identified as b. Braun internal report # (B)(4). The actual pump involved in the reported event has been returned for eval. The pump was tested three times for volumetric accuracy with a rate of 20ml/hr and 12ml: 1st test: 11.8ml or 98% of expected volume, 2st test: 11.8ml or 98% of expected volume, 3rd test: 11.9ml or 99% of expected volume. The pump performed within specifications. The investigation on the pump is still on going at this time. A f/u report will be submitted when the results becomes available.